Event description:
It was reported during repair that the device began to smoke when the trigger was pulled. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece began to smoke during testing. The device was found to have a broken cannula where the front half of it was lodged into the motor pinion. The smoke was a result of the cannula contacting and rubbing on the gear head.